Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h6 (medical device problem code).

Event description:
On (B)(6) 2021, patient presented for clinical visit with painful left knee, catching over the anterior aspect of her knee, diagnosis, patellar clunk with abundant scar tissue around patellar button per MRI. Plan is to address with an arthroscopy, on (B)(6) 2021, presenting with pain, and the equivalent of a patellar clunk, status post left total knee arthroplasty, with post-op diagnosis of abundant scar of the suprapatellar pouch, undersurface of quadriceps tendon, and in the parapatellar tendon area, left knee. Patient received an arthroscopic resection of scar at the peripatellar area, undersurface of the quad tendon suprapatellar pouch, left knee. The patellar button and prosthesis still appeared pristine. There were no complications associated with this procedure.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 and h6 (patient). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 (device).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Study: (B)(6). Clinical adverse event received for scar surrounding the patellar button : adhesions event is serious and is considered moderate event is definitely not related to device and is probably related to procedure. Date of implantation: (B)(6) 2020. Date of event (onset): (B)(6) 2021 (left knee). Treatment: arthroscopy of left knee.